Manufacturer narrative:
(B)(4). Concomitant medical products: arcos con sz e hi 60mm, pn 11-301315 ln 391010; regenerex ringloc + multi hole, pn unknown ln unknown; freedom ringloc constrained, pn unknown ln unknown; freedom type I taper, pn unknown ln unknown. Multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-05486; 0001825034-2018-05488; 0001825034-2018-05489; 0001825034-2018-05490. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported a patient underwent left hip underwent irrigation and debridement due to infection on approximately one month post-implantation. Attempts to obtain additional information have been made; however, no more is available.